Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the video system center did not display an image on the monitor unless the scope connector was jiggled. There were no reports of patient involvement.